Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in non-st elevation myocardial infarction (nstemi)/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient presented on (B)(6) 2025 with worsening chest pain and nstemi. A left heart catheterization on (B)(6) 2025 revealed multivessel coronary artery disease with a 99% left main artery occlusion and an ejection fraction (ef) of 55-60%. Cardiothoracic surgery was consulted, and the patient was accepted for emergent quadruple coronary artery bypass grafting (CABG). Coming off cardiopulmonary bypass, the patient experienced severe mitral regurgitation and elevated pulmonary artery pressures, necessitating the placement of an intra-aortic balloon pump (iabp) and four high-dose vasoactive medications. On (B)(6) 2025, the iabp was successfully removed, though a transesophageal echocardiogram showed new inferior wall hypokinesis and a reduced ef of 40-45% off primary blood pressure support medications. By (B)(6) 2025, heart function continued to decline with worsening global hypokinesis and a further decreased ef of 30%. A follow-up angiogram to check graft patency suggested possible occlusion in both vein grafts, prompting the initiation of heparin. The patient¿s clinical status continued to decline over the subsequent days, becoming severely acidotic and hypotensive. The decision was made to bring the patient to the operating room (or) for a possible repeat coronary artery bypass graft and to place an impella 5.5. It was determined in the or that the CABG did not need to be redone, and an impella 5.5 was placed via direct aortic approach and support was initiated with no complications. On support day three, the patient was extubated and weaned off all pressor support. It was noted that the patient was having short runs of ventricular tachycardia and the patient was treated with lidocaine and volume. On support day nine, the patient¿s hemoglobin was noted to be seven g/dl, and the patient was transfused with blood. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ppae (tachycardia): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (anemia): the cause of the injury was not determined due to insufficient clinical details. Device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.